Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced elevated blood pressure. The patient additionally reported symptoms of sweating and some difficulty in walking. Nevro attempted to obtain a physician's medical assessment regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.